Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts running from the proximal through the mid region were found to be stretched and pulled proximally over the proximal marker band. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were wrapped and evenly folded and their were no signs of positive pressure noted. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks present. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 12feb2021. It was reported that deployment was difficult. A percutaneous coronary intervention was being performed. The target lesion was located in a heavy calcified left anterior descending artery. A 3.50 x 38mm synergy ii drug eluting stent was selected for use. During procedure, rotational atherectomy was performed and completed due to heavy calcium. Subsequently, several attempts were made to deploy the stent but it was unable to deliver. Pre-dilatation was performed twice and then re-tried to deliver the stent but was unsuccessful. A guidezilla was then used and this time the stent got stuck at the entry point of the guide catheter segment. The stent could not be pushed and pulled out, so both guidezilla and synergy stent were removed together. The procedure was completed with the another of the same device. No patient complications were reported. However, device analysis revealed that the stent was damage.